Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:p select ous mr 28 x 3.00 mm stent delivery system was returned for analysis with the stent protector covering the stent. A visual examination of the stent found signs of stent damage with stent struts on the mid-stent region lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and signs of balloon bunching were noted on the proximal balloon cone. However, the balloon wings were tightly wrapped and evenly folded and no signs of positive pressure was noted on the balloon. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that crossing difficulties were encountered. The 88% stenosed, 3.0mmx28mm, target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 28 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was pulled back and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.